Manufacturer narrative:
(B)(4). Adjusting knob, lockout slide tip the analysis results showed that the tl60 device was received in good visual conditions and with cartridge present on the device. The cartridge was returned fully fired. The device was tested for functionality with a test cartridge and it formed the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the adjusting knob had a difficulty in being rotated and the jaws did not close. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient.